Event description:
Placed expired cci in patient.

Manufacturer narrative:
The device will not be returned for investigation as it was implanted in the patient. Internal investigation in progress but not yet complete. (B)(4): device not returned.

Manufacturer narrative:
Corrected data: initial reported submitted as an unk cmf product. Per additional information the correct registration number should be (B)(4). Investigation results: review of the device history records indicate 1 device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Placed expired cci in patient.